Manufacturer narrative:
Device evaluation: visual inspection was not performed as the complaint device was not returned for analysis. Manufacturing record review for the production order (po) revealed that this serial number lens was manufactured according to specification. There is no associated non-conformity report found during the manufacturing record review for this complaint. All device inspections performed on during manufacturing process met specifications. A review of the complaint history revealed no additional complaints related to this production order. The directions for use (dfu) was reviewed which adequately provides instructions and precautions/warnings for the proper use of the intraocular lenses. Based on the investigation results, no product deficiency has been identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure. The patient complained of dim and blurry vision. She was unable to tolerate the multifocal lens. No further information was provided.